Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedance measurements. A patient initiated interrogation (pii) was completed, and technical services (ts) confirmed the rv lead impedances to be greater than 2000 ohms which is considered to be high out of range. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a revision procedure was performed and this right ventricular (rv) lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead was found to exhibit high out of range pacing impedance measurements. A patient initiated interrogation (pii) was completed, and technical services (ts) confirmed the rv lead impedances to be greater than 2000 ohms which is considered to be high out of range. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.